Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that after insertion into the patient, a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) there was no feeling that the cuff had inflated. It was reported that upon checking for air leak prior to use, there was no air leak noted. Subsequently, the patient was had to have the trach changed out with no reported adverse effect.